Manufacturer narrative:
Lot/serial no - updated to reflect investigation finding. Although the lot number was reported as 360, this number does not match any lot numbers manufactured for the retriever device. Therefore, a review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Intracranial hemorrhage, stroke and patient outcome of death are known risk associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent mechanical thrombectomy to treat a cardiogenic infarction of the left middle cerebral artery m1 segment. It was reported that the patient died the same day due to a hemorrhagic infarction. No additional treatment was performed due to the hemorrhage. It was unknown if vessel recanalization or the thrombectomy was the patient's cause of death. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
The patient underwent mechanical thrombectomy to treat a cardiogenic infarction of the left middle cerebral artery m1 segment. It was reported that the patient died the same day due to a hemorrhagic infarction. No additional treatment was performed due to the hemorrhage. It was unknown if vessel recanalization or the thrombectomy was the patient's cause of death. No further information is available.